Event description:
A 2.5 mm diameter x 24 mm length endeavor mxii drug-eluting coronary stent was implanted in a pt for treatment of an unk artery. The vessel morphology was not reported. It is unk if the lesion was pre-dilated. It was reported that within 24 hrs the pt had a sub acute stent thrombosis within endeavor stent; a dissection was also noted distal to the endeavor stent. The physician implanted two endeavor drug-eluting stents; one inside the previously deployed stent one implanted proximally to treat the occlusion. The pt was on reopro and plavix at implant, and plavix post procedure. No add'l clinical sequelae were reported and the pt is reported to be fine.

Manufacturer narrative:
Results: lack of info (no films rec'd). Secondary intervention.